Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was up to 500 mg/dl. The patient's insulin pump also alarmed no delivery. Her blood glucose was 491 mg/dl at the time of the alarm. The patient treated via insulin pump therapy. A bent infusion set cannula was discovered. The insulin pump was not returned for analysis.